Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an iphone 14 plus with ios operating system version 18.3.2. The customer reported that the application was "not displaying glucose numbers, only question marks." The customer self-treated with a steroid injection and vegetable juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.